Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was getting a "replace generator" error message, indicating the ipg was at end of service. The message may indicate that the ipg is prematurely depleting. As a result, surgical intervention may occur.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019.